Manufacturer narrative:
Reported event: it was reported that the impactor was cross threaded and could not assemble product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: review of the product history records indicate 25 devices were manufactured under lot 32405 and accepted into final stock on 11/17/ 2015. No non-conformances were identified during inspection. History review: complaint history review: a review of complaints in catsweb and trackwise related to p/n 209820, lot number 32405 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Tha event description: when impacting the cup it was cross-threaded and it was difficult to unscrew the cup.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿.

Event description:
Tha event description: when impacting the cup it was cross-threaded and it was difficult to unscrew the cup.